Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting no pacing in the ventricle. An invasive procedure to analyze the system determined that the atrial lead, model 4261, serial number 240246 was dislodged. The tip was tightened and the lead was reinserted and the system functioned appropriately.